Event description:
On the right, the plate was identified and noted to be fractured. It was removed and sent for examination. The maxilla was then fixated using a total of 4, 4 hole plates, 2.0 monocortical screws. There was a 3/4 x 3/4 cm defect of right anterior maxillary wall.